Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: before use, sensor board malfunction, machine cannot start up. No patient involvement.